Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 6x2.25mm, concentric, de novo target lesion containing a lesion bend between >45 and <90 degrees was located in a moderately tortuous and a moderately calcified mid left circumflex (lcx). A 8 x 2.25mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the lesion but was unable to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the crimped stent found that the crimped stent had moved distally on the balloon and the entire stent was damaged, distorted, overlapped and lifted upwards from the stent profile. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during withdrawal attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).